Event description:
Related manufacturer reference number: 2017865-2022-00113, related manufacturer reference number: 2017865-2022-00115. It was reported that a full system explant was performed for an unknown reason. The patient condition is stable.

Manufacturer narrative:
The reported event was for ¿it was reported that a full system explant was performed for an unknown reason¿. As received, a partial lead was returned in three pieces. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The lead had a short due to coil and insulation damage consistent with procedure damage.